Event description:
It was reported that the lightsource had e103 - lamp replacement and power supply check (starter card). The issue occurred during inconnue procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.